Event description:
The customer reported via the phone that a pt has received a cut to his arm from the side rail on the bed. It is further reported by the customer that the pt's arm has been treated with steri-strips and a bandage. It is further reported that the side rail cover had become separated from the rail however, the customer has replaced the cover.

Event description:
The customer's manager contacted the service depot on 02 december 2009 to report a colleague infusion pump that had the stop key to be inoperable. The event occurred during biomedical testing on an unknown date. There was no adverse event, patient injury or medical intervention associated with this report. The pump was purchased through baxter. The software for this device is currently unknown. There is no additional information available.

Manufacturer narrative:
(B) (4) the user interface module master software (B) (4), categorized as remediated. The pump was received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause is that the stop key does not have continuity. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Manufacturer narrative:
(B) (4)there is a CAPA investigation associated with this report. (B) (4).the pump will be returned and evaluated by baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.